Event description:
The customer reported that the reservoirs were leaking. The customer stated that the transfer guard also was leaking. The customer stated that insulin was on the insulin pump, but he did not report before. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.